Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Technical services has provided guidance to this customer regarding their reported sample quality issue (plasma quality) in terms of defrosting and reported erroneous result concerns that followed. It is recommended to reach out to the instrument manufacturer (roche) to obtain their last reagent bulletin regarding heparin plasma samples on clinical chemistry systems.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: -it is reported customer experienced erroneous psa results. Phone verbiage, - 1 erroneous results on (B)(6) 2019, test was psa (low abnormal range of 0.04). Specimen was repeated twice with results (5.49 and 5.57). No medical invention involved, no course of treatment change and no injury. No replacements needed. Customer is using analyzer roche diagnostics model e411. Specimen was collected on (B)(6) 2019 at 11:56am, received by lab at 12:03pm (unspun) specimen spun for 13 minutes, centrifugation speeds at 3/400 rpm, swing arm not fixed rotor, specimen completed testing at 12:39pm. Samples are available to be sent in. Complaint 1 of 3.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: it is reported customer experienced erroneous psa results. Phone verbiage, - 1 erroneous results on 11/04/2019, test was psa (low abnormal range of 0.04). Specimen was repeated twice with results (5.49 and 5.57). No medical invention involved, no course of treatment change and no injury. No replacements needed. Customer is using analyzer roche diagnostics model e411. Specimen was collected on 11/04/2019 at 11:56am, received by lab at 12:03pm (unspun) specimen spun for 13 minutes, centrifugation speeds at 3/400 rpm, swing arm not fixed rotor, specimen completed testing at 12:39pm. Samples are available to be sent in. Complaint 1 of 3.